Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A few of the holes on the device are damaged. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that without the requested clinical information, a thorough medical investigation could not be rendered. Although, we cannot rule out the patient¿s fall as a contributory factor to the reported failure. Per subsequent e-mail, ¿this was not a revision case, the plate was pulled off when the incident occurred to replace it with a bigger one.¿ the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional medical information be provided, this compliant would be re-assessed. ) a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after an internal fixation surgery had been performed on 2020, the patient experienced fell and the distal portion of the plate gave and bent. It is unknown how this adverse event was solved. Current health status of patient is unknown.